Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during revision of primary non-stryker product, the 4 mm offset adaptor did not work properly. Sales rep indicated that she was not sure if failure was due to device or user failure.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 24-jul-2014. There have been no other events for the lot referenced. The device was returned with jam nut stuck. The nut was loosened and the device was fully functional. The investigation concluded that the root cause of the event was likely the surgical protocol was not followed as it clearly directs the surgeon to tighten the jam nut by turning it counter-clockwise as the male threads are reverse (left-hand thread). The surgeon likely turned the jam nut in the incorrect direction in attempt loosen the nut but instead further tightened the nut given the intended thread direction. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during revision of primary non-stryker product, the 4 mm offset adaptor did not work properly. Sales rep indicated that she was not sure if failure was due to device or user failure. Additionally reported by sales rep: the surgeon puts the implants together for all of his cases. I went out of the room to get the insert and when I came back in- he was having an issue and couldn't get it to function. We opened another offset and it worked immediately.